Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a larger bolus than needed, which resulted in the customer going to the emergency room (ER). The customer's blood glucose (bg) level was 71 mg/dl. The customer consumed fruit juice to address bg. A system check was performed to ensure that the pump was functioning properly; no issues were identified, and this event was confirmed to be caused by user error. The customer was released from the ER later that same day.